Event description:
Information received from (B)(6). Treatment of large unruptured sidewall aneurysm measuring 20mm x 8mm located in the basilar artery. It was reported that the patient underwent pipeline embolization treatment involving two pipelines (16mm 3.75mm; 12mm x 3.75mm) on (B)(6) 2010. Ten days post procedure, the patient was found dead in her bed. The previous clinical examination was normal. She just complained of headache. Same event as MDR# 2029214-2013-00830.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).